Event description:
A surgeon reported that unsharp knifes have been experienced while attempting to make the incision during separate procedures. There has been no impact to any pt. Additional info has been requested.

Manufacturer narrative:
Samples are available that have not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none has been received. (B)(4).